Event description:
Registered nurse began an infusion of dexmedetomidine at 0.2 mcg/kg/hr as ordered for agitation. 10 minutes after the start of the infusion, the rn observed increased somnolence and increased blood pressure. The infusion was decreased to 0.1 mcg/kg/hr and the rn notified the provider. 30 minutes following the start of the infusion, the rn observed that the dexmedetomidine IV infusion bag was nearly empty which was not consistent with the rate at which the IV pump had been programed. Upon assessment, the patient was found to be unresponsive to pain indicating a level of sedation past the therapeutic goal, and the provider was called to the bedside. The patient's level of consciousness improved after dexmedetomidine was discontinued. The IV pump was taken out of service and the rn and unit staff were able to take a video of the infusion pump intermittently infusing at a fast or bolus rate despite being programed for a slower rate. The pump was then sequestered with biomedical engineering where a calibration verification for the alaris module shc17714 found channel infusion rate and volume to be within the standard and that no event was recorded within the internal error log at the time that the malfunction occurred.